Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. The customer reported that there was no pt involvement, but it did delay therapy. The error occurred in the oncology dept. No further info was provided.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was evaluated by baxter. Review of the history log confirms the ec 322 reported symptom. The eval was unable to determine the cause. Eval of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.